Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). The supplier confirmed this complaint based on photographic evidence. Findings from the supplier are: investigation¿s result: 1. It seems the hair attached on material /component and the worker did not screen out the hair. 2. We have also checked the stock#: 1300596 in factory from current po#: (B)(4), the ordered quantity is 1,200 pcs and we have made sampling inspection 125 pcs which are judged as ac. Solution. 1. Ask material /component supplier to improve cleanness. 2. Reeducate workers fully implementing inspection. Enhance the workers inspecting product s for no hair and no floating foreign objects before package . Sop#: mi10039: make sure bottle cleanliness using dust removal box with air clean. Inspection sheet#: qc4084, #: qc6064: enforce the workers inspect carefully. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Third party manufacturing site: 8044099.

Manufacturer narrative:
Device 1 of 1. (B)(6). Date of manufacturing: unknown. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by theatre staff that they "saw a hair within the packaging between the outer and inner casing" of the product. Photograph depicting the reported complaint issue was received from the complainant. The product was not used, no harm reported.